Event description:
A customer contacted stryker to report that their device had illuminated its service indicator and displayed a white screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the user interface pcb assembly. The device was returned to the customer unrepaired. The customer will remove the device from service.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had illuminated its service indicator and displayed a white screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.